Event description:
Reporter indicated that the patient's device was programmed to on same day as implant. The patient then experienced a full blown tonic clonic seizure. It was reported that the patient has not had this type of seizure in the past. It was reported that the patient experienced 3 or 4 more after that and they lasted longer than ever before. It was reported that the drug companies for the anesthesia were called and they denied that there could be a reaction. The patient's pulse, heart rate, etc. Dropped. The vns was turned off. The patient was given morphine, then ativan (3 or 4 doses) and then dilantin. It was reported that the patient had the last big seizure at around 8:00pm which lasted for approximately 6 minutes. It was reported that the patient was still having seizures the next day, but that they were the same kind that he usually has. At office visit in 02/2002, it was reported that the incision site was swelling some, a little red, and might be developing an infection. No intervention was taken. Further follow-up revealed that there was no infection. Attempts to obtain additional information have been unsuccessful to date. Investigation to date has been unable to determine the cause of the unusual seizure pattern or whether the ncp system has been programmed to on without further incident.